Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged the day after initial implant. Capture only at very high outputs was noted. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.